Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose, and the pump was unable to charge without the usb cable being maneuvered in the usb port. Additionally, the pump battery was depleting quickly. Blood glucose was not impacted. Reportedly, the issues were resolved after the customer used a different usb cable.